Event description:
It was reported that the insulin pump had a blank display when the buttons were pressed. Troubleshooting was performed. The battery was removed and the device had a partial display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display when the buttons were pressed as a result of moisture damage found on the liquid crystal display board.